Event description:
Reportable based on analysis completed (B)(6) 2012. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a no cross occurred. Vascular access was obtained via the femoral artery. The 90% stenosed de novo target lesion was eccentric with an ejection fraction of 35. The target lesion was located in the severely calcified and non-tortuous left anterior descending artery. The lesion was pre-dilated with a 2.5 x 9mm and 3.5 x 15mm maverick balloon. The physician encountered resistance while advancing this 3.50 x 38mm promus element stent and could not cross the lesion. The device was removed from the patient intact. The procedure was completed with a 2.75 x 38mm promus element stent. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the complaint device was returned for analysis and returned device analysis determined stent damage and a hypotube kink. A visual and microscopic examination identified the hypotube was kinked between 240mm and 260mm distal to the strain relief. Several smaller kinks were also noted along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A kink was noted in the lumen section of the device at 25mm proximal to the exit port of the device. A visual and microscopic examination identified distal stent damage. The struts on first row on the distal end of the stent were bent forward towards the tip. The balloon of the device was visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified blood was present within the entire length of the guidewire lumen, therefore indicating the device had been used in vivo. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).